Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient experienced shortness of breath and a low blood glucose (bg), while wearing the pod on the abdomen. Prior to bg dropping, patient had administered a meal bolus to counteract 70g of carbohydrates around 5:00pm, however, was unable to provide a specific dosage value. Patient fell out of bed and bumped his head. Thereafter, spouse measured patient's bg at 31mg/dl. A glucagon shot (via pen) was provided and paramedics were contacted. Upon arrival, paramedics administered intravenous therapy. Patient was taken to the hospital and stayed in ER (emergency room) overnight. Additionally, MRI, CT scan, chest x-ray, and EKG were performed. EKG results were noted as "normal."

Manufacturer narrative:
The returned device was evaluated and performed as designed. No issues were found that would result in the pod not delivering insulin. No malfunction or other product condition that would have contributed to reported hypoglycemia was found.